Event description:
It was reported that prior to an angioplasty procedure, the bottom half of the device was found to be a golden yellow color and the package had absorbed some oil. It was further reported that the product was allegedly soaked with a popcorn oil color. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The sample was returned in full packaging. Discoloration was observed to the outer packaging box. The inner packaging was removed, and the same discoloration was noted to the inner packaging. The sample packaging was returned sealed. No other anomalies were noted to the returned sample. Therefore, the investigation is confirmed for the reported contamination, as an unknown discoloration staining was noted to the inner and outer packaging of the returned sample. However, the definitive source of the stain could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 04/2026), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the bottom half of the device was found to be a golden yellow color and the package had absorbed some oil. It was further reported that the product allegedly look like soaked with oil. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.